Event description:
(B)(4) was received and a copy of the user facility medwatch report will be included in this report. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.